Event description:
It was reported that the tensioning knob on the flex-arm does not tighten the flex arm. The knob just spins freely. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation with the connecting thread between the block and the knob broken. The device was sent to the supplier, mediflex surgical, for evaluation. They noted that the flex arm was not properly reset. This will jam the security screw which holds the cable together inside the drawbar. When they reset the arm to inspect the product, the head of the security screw sheared off. The security screw prevents the flex arm from being disassembled. However, the damage to the security screw does not affect the device function. The flex arm was reset by the supplier and functioned as intended. This complaint is invalid from a manufacturing standpoint.